Manufacturer narrative:
The catheter and guidewire were returned for analysis. The guidewire was found protruding from the catheter hub. A section of the guidewire was found punctured through the catheter body at the distal tip. The guidewire distal tip was found exiting from the catheter tip. Results are still pending completion of the device evaluation. A supplemental report will be submitted.

Event description:
Medtronic received report that during the preparation the balloon was unable to maintain inflation as it was leaking. The device was not used to treat the patient and was replaced.

Manufacturer narrative:
Based on the reported information and device analysis, the customer¿s report was confirmed. The returned guidewire was found to be stuck within the distal tip of the balloon catheter. In addition, an "unknown blue fiber-like material" was found at the stuck location. After removal of the guidewire, the guidewire coating was found to be damaged and the guidewire was found to be bent and stretched. It is possible that these damages to the guidewire are a result of pushing or pulling against resistance. Based on the condition of the returned devices, it is likely that the ¿unknown material¿ contributed to the sticking of the guidewire subsequently causing the catheter shaft to become punctured. The ¿unknown material¿ was analyzed using fourier-transform infrared spectroscopy and was found to be cellulosic with a polyamide component, possibly protein. The origin of the ¿material¿ could not be determined. However, it is likely to be surgical gauze/cloth. Per the hydrophilic guidewire instructions for use: ¿between uses, place the guidewire in a basin of saline, or fill the packaging coil with saline and replace the guidewire between uses. Avoid wiping down with damp cloths; particulate from the cloth can adhere to the surface of the guidewire. Never advance or withdraw the guidewire against resistance until the cause of the resistance is determined by fluoroscopy.¿ the lot history record review showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture.